Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at an unknown pressure on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the first diagonal branch of the left anterior descending (lad) coronary artery. The physician used an 8 fr mach1 cl3.5sh guide catheter and a .014 route guide wire to cross the lesion. First, a lesion in the lad was treated with a cypher stent. The kissing balloon technique was then used with the cypher balloon and this maverick2 monorail balloon to treat the lesion in the first diagonal branch of the lad, but maverick2 monorail balloon could not be inflated. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "good".